Event description:
It was reported that a second overdischarge (od) condition was confirmed on the patient¿s implantable neurostimulator (ins). The patient stated that they fully charged their ins every day for approximately 10 days and then stopped as they felt like it was not holding a charge long enough. They stopped using and charging the ins so it had gone into a second od condition and had been that state for approximately 5-6 months. A physician mode recharge (pmr) was performed and successfully reset the device. A power-on-reset (por) was then seen with an error code of ¿608¿ which was successfully cleared. Diagnostics and troubleshooting included impedance testing (which showed all values within normal limits) and reprogramming. It was noted that the patient liked the therapy and that it helped their pain but did not like to recharge the device. The patient did experience less than 50% therapy relief to the device pocket during the event. It was also noted that the patient knew how to use the equipment and it was emphasized to them by the physician and manufacturer¿s representative the importance of charging the ins battery moving forward. The patient also knew to fully recharge the ins on a daily basis for at least the next 2 weeks and understood the ramifications if they allowed the ins to get to a 3rd overdischarge condition. The patient left with satisfactory therapy and understood the need to recharge the device. The patient status at the time of report was noted as ¿alive ¿ no injury¿. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3986a, lot# n265709, implanted: (B)(6) 2011, product type: lead. Product ID 3708360, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).